Event description:
It was reported by repair work order that the lift would not lower to its lowest height due to tilt sensor malfunction and a faulty main cable harness #2. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the lift would not lower to its lowest height due to tilt sensor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as investigation found there was a faulty main cable harness #2, which also contributed to the issue of the lifts not lowering, in addition to the malfunctioned tilt sensors.